Event description:
Inappropriate shocks and oversensing were reported. The lead was replaced. The patient further reported that the device "shocked" the patient 4 times. The patient was taken to the ER and they couldn't figure out why the device "shocked" the patient. The patient reported receiving more shocks in the ER and was flown to another hospital and they told the patient the lead "broke". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.